Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. Troubleshooting was performed for failed battery. The customer was advised will replace the battery cap. The insulin pump will not be returned for analysis.